Event description:
Hcp reported that after 23 months of service life, the device was explanted and returned to the manufacturer for analysis because the catheter was occluded. A follow up report will be sent when additional information is received.